Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-07163 / 07165).

Event description:
It was reported patient underwent left total knee arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2012 to remove and replace the tibial bearing due to infection. A second revision procedure took place on (B)(6) 2012 to remove and replace the tibial components due to instability. A third revision procedure was performed on (B)(6) 2014 to remove and replace the tibial bearing due to instability.